Manufacturer narrative:
A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery and it¿s unknown if the patient's ipg was placed into surgery mode. It was also determined both patient's s1 leads were dislodged. As a result, patient underwent surgical intervention wherein the system was explanted and replaced to address the issues. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: t00005238.

Event description:
Implant info/potential inoperable ipg. On 16sep2025, tech called ts and requested information on the patient's implanted devices. Ts provided. Tech said patient informed them the ipg is "shut off" after a lumbar surgery. Tse advised MRI mode is a scanning requirement for mr conditionality. 16sep2025 (B)(6) : on (B)(6) 2025, rn/technician called ts and reported the patient is stating their leads are not connected to the generator but they can place their device into MRI mode. Ts advised rn they can do x-ray imaging on the patient to verify if the leads are connected to the ipg. Ts date: 16sep2025. Complaint history review performed by (B)(4) on 16sep2025. Fcrs related to patient within one year prior: none abbott notified by: tech. Event date: unknown. Reporting region: zwest.

Event description:
It was reported in addition to the ipg being inoperable following an unrelated procedure, both patient's s1 leads were also dislodged. As a result, patient underwent surgical intervention on (B)(6) 2025, wherein the system was explanted and replaced to address the issues. Therapy was restored post-op.